Event description:
It was initially reported by the physician that the pt was referred for a full revision surgery due to high lead impedance. No add'l info was provided. Good faith attempts to obtain add'l info has been unsuccessful till date. Revision surgery is likely.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not contribute or cause a serious injury or death.